Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis found that the helix of the lead had an out of specification result for extension/retraction due to over-retraction. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the lead would not extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.